Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that when the programmer was powered on, an error message was received. Technical services (ts) provided assistance in resolving the issue by directing the caller to run the service diskette, which will correct the issue. The status of the programmer is unknown. No patient involvement was indicated.